Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance on both the defibrillation and superior vena cava (svc) coils. Coil impedances have always trended low in this patient. There was a concern of potential lead insulation damage. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 457453 lead, implanted: (B)(6) 2010, 419488 lead, implanted: (B)(6) 2010. (B)(4). -